Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient nvolvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that the device failed internal leakage test during pre-use check with a message 'pressure transducer difference > 5 cmh2o'. There was no patient¿involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the pressure transducer printed circuit board was replaced. The issue has been resolved and the device was delivered to the user in working condition.defective pressure transducer pcb may lead to high pressure. The root cause of the event has not been determined.